Manufacturer narrative:
During a follow up call with the patient on (B)(6) 2023, the patient provided the pod lot number and sequence number. Correction to d(4): lot number changed from unavailable to l71447. Serial # changed from unavailable to (B)(6). Expiration date changed from unavailable to 3/28/2025. Unique identifier (UDI) # changed from (B)(4) to (B)(4). Correction to h(4): device mfg date changed from unavailable to 3/28/2023.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to confirm the reported needle mechanism failure or to determine its root cause. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported the needle mechanism did not deploy. No adverse patient impact was reported.